Event description:
The customer reported that the c-arm was not moving up or down. No patient injury is reported.

Manufacturer narrative:
The ge rep removed and replaced the power supply. The system functioned as intended.